Event description:
The clinician reports the implant was inserted (B)(6) 2025. On (B)(6) 2026, loosening of implant not related to bone ingrowth was verified. Observed during the event: infection. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.